Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Caller states the screw fell from the axle from the rear wheel while driving the chair.